Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that her daughter were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 495 mg/dl at the time of incident. Customer¿s current blood glucose level was 359 mg/dl. Customer was treated with intravenous insulin. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing. Customer stated that the insulin pump had multiple pump error alarm as well as insulin pump had failed battery test alarm. Customer declined to check air bubbles and leak. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches.no under delivery anomaly or over delivery anomaly noted. No pump error 65, pump error 63 or failed battery test alarm noted during testing. Pump error 63 was present in the pump trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The test data was properly listed in the pumps daily history screen. The basal delivery was also listed in the pumps summary screen. No history anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and cracked retainer.